Event description:
Customer reported pressure sensors failed when the unit was turned on. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Date of the report: 04/2015. Date rcvd by MFR: 07/14/2015. Conclusion / root cause: this data acquisition (da) to motor controller (mc) board cable rev e (date code: (B)(4)) was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from 08/06/2009. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Customer reported pressure sensors failed when the unit was turned on. There was no patient involvement.